Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 902099.

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. This complaint has been decided to be reported to competent authorities, as the initial description - pressure transducer test failure - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified that the expiratory cassette membrane was replaced to resolve the issue. Issue with expiratory cassette membrane is not considered as a safety related. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # brand name, # version or model #. - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).